Manufacturer narrative:
The photo analysis was completed on 15-jun-2023. It was reported that a patient underwent a cardiac ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curv and an internal components exposed issue occurred. Photo analysis details: pictures were received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, a spline of the pentaray was observed with a damage/bent condition. The rings of this spline were observed with a squeezed/lifted condition, sharp rough edges can be observed as well. In addition, the pictures revealed that a foreign material, which looked like a plastic string, was observed entangled with a spline of the octaray catheter. At this time, it is not possible to determine the source or the composition of the foreign material. The findings observed on the octaray catheter could be the result of the resistance/friction condition observed during the advancement of the catheter through the sheath; however, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed for the finished device 30986867l number, and no internal actions related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) represents photo/video analysis. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the spline bent. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the electrode damage. Investigation findings: environment problem identified (c15)/ investigation conclusions: cause not established (d15) were selected as related to the foreign material. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(6).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curv and an internal components exposed issue occurred. It was reported that during a pulmonary vein isolation (pvi) procedure, there was an incident with the vizigo sheath sheering the octaray catheter causing exposure of internal wires. At first, they were unsure if the problem with the octaray happened independent of the sheath, so they replaced the octaray and it was tight going through the sheath. Upon pulling it back, a couple of the splines were bent up. It was at this point that the physician was concerned with the vizigo and proceeded with an agilis for the duration of the case. They were able to complete the procedure successfully with no patient harm. Additional information was provided. There was no resistance between devices or against vasculature. The resistance did not result in any damage to the sheath. Initially, there was no resistance with the sheath when they were trying to put the catheter/dilator into the sheath. However, after removing the damaged octaray, there was difficulty placing the dilator. The resistance resulted in damage to the dilator/catheter. Octaray spines c and e were damaged and unable to record signals. When removed spines were bent and twisted. Outer coating on catheter was shaved off creating fibers on the octaray. The issue with tip or splines of the catheter is bent/twisted is not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The resistance with sheath issue is not MDR reportable. Interference or friction between devices is a known occurrence. An increased potential for patient injury is remote. The internal components exposed issue has been assessed as a MDR reportable product malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curv and a carto vizigo¿ ¿8.5f bi-directional guiding sheath ¿ medium. During a pulmonary vein isolation (pvi) procedure, there was an incident with the vizigo¿ sheath sheering the octaray catheter causing exposure of internal wires. At first, they were unsure if the problem with the octaray happened independent of the sheath, so they replaced the octaray and it was tight going through the sheath. Upon pulling it back, a couple of the splines were bent up. It was at this point that the physician was concerned with the vizigo¿ and proceeded with an agilis for the duration of the case. They were able to complete the procedure successfully with no patient harm. Additional information was provided. There was no resistance between devices or against vasculature. The resistance did not result in any damage to the sheath. Initially, there was no resistance with the sheath when they were trying to put the catheter/dilator into the sheath. However, after removing the damaged octaray, there was difficulty placing the dilator. The resistance resulted in damage to the dilator/catheter. Octaray spines c and e were damaged and unable to record signals. When removed spines were bent and twisted. Outer coating on catheter was shaved off creating fibers on the octaray. Additional information was received on 03-aug-2023. It was reported that the kink in the dilator took place when they had removed it from the vizigo¿ in-order to take pictures to send for observation. When they attempted to reseat it back into the shaft of the vizigo¿, they were met with major resistance and it bent on itself. That did not happen during or directly after the procedure. Device evaluation details: the biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 13-jun-2023. The device evaluation was completed on 07-aug-2023. Visual inspection of the returned device was performed in accordance with biosense webster (bwi) procedures. Visual analysis of the returned sample revealed a spline bent, squashed and lifted electrodes, a hole, and abrasive damage. The damage on the spline suggests that the device was not correctly inserted with the insertion tool. This condition may have caused resistance against the internal walls of the vizigo¿ device, which led to the detachment of the liner polytetrafluoroethylene (ptfe)-based material by the electrodes of the octaray device; however, this could not be conclusively determined. The resistance issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. This case is attributed to inadvertent incorrect use. At this point, it can be concluded that the damage is not attributed to any design issue or manufacturing issue of the octaray device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-01245 for product code d160903 (octaray, galaxy, 48p, 3-3-3-3-3, d-curv). (2) MFR # 2029046-2023-01775 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).